Event description:
End user states that the seat is cracked. She states that she wasn't injured.

Manufacturer narrative:
Should more pertinent information become available a supplemental report will be filed.(B)(4).